Manufacturer narrative:
Concomitant products: 450453 lead implanted: (B)(6) 1990. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pocket stimulation and atrial capture management was turned off to no avail. The implantable pulse generator (ipg) was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.